Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2020. The patient developed itchiness, a bright red rash, a burning sensation, and a burn-type wound under the footprint of the transmitter holder on the same day the sensor was inserted. There was no reaction associated with entire sensor patch, only the area under the transmitter holder. Six to seven months after the reaction healed, an area in the shape of the transmitter holder remained discolored, rough, and scarred. The patient has since started using barrier products successfully. The patient is a tandem pump user and has a history of adhesive reaction to the libre cgm. This is being reported based on the allegation of scarring. No additional patient or event information is available.